Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported optics mount failures were not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: as the device was not returned, the root cause could not be identified, and the cause of malfunction could not be established due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on the camera device the optics mount is too loose and cannot be locked. This issue occurred during procedure. There were no reports of patient harm.